Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon inserted the trocar (511sd). Upon inserting the camera (slope), it was determined that the outer seal was torn. A second trocar (511sd) was inserted in place of the defective one. It, too, was torn. A third trocar was exchanged at the umbilicus and worked fine throughout the procedure. Prior to inserting the epigastric port, it was determined to be torn also. It was discarded prior to insertion. Another 511sd was then inserted. The case was completed uneventfully. The operating room time was extended approx. Twenty to twenty five minutes.